Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer regarding their implanted system which was used to deliver morphine. The indication for use was non-malignant pain. On (B)(6) 2016 the patient reported going through withdrawal after the last time their catheter was replaced (2015) and the patient had "the worst weekend of her life." The reason for the replacement was that the patient had not been getting any relief since 2013 and the healthcare professional (hcp) thought there was a kink in the catheter so they replaced it. It was unknown if the kink had been confirmed. The patient recovered after their weekend of withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.